Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a (B)(6) sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 15, 2022, during a procedure the reamer/irrigator/aspirator (ria) 2 reamer head broke into five pieces (1 head/cutting flutes, 4 connecting prongs). Reamer head snapped at the juncture of the cutting flutes and connecting prongs. This occurred as the ria 2 head crossed a distal bend placed in the 2.5mm ball tip reaming rod by the surgeon, as it is common practice in most reaming procedures. The ria 2 head/cutting tip was retrieved from the patient. The four prongs remained as foreign bodies inside the patient. Three of the prongs remained inside the medullary canal of the femur, impacted against the internal cortex as the nail was implanted. A single prong appeared to have escaped the canal through the fracture site into the soft tissue. This fragment was not retrieved during this procedure. There was surgical delay of 15-20 minutes due to the reported event. No adverse patient outcome was noted at the time. Post-op outcome of the patient is unknown outside of this procedure. This report is for one (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 15, 2022, patient underwent an unknown procedure. The reamer head broke into five pieces intraoperatively. Reamer head snapped at the juncture of the cutting flutes and connecting prongs. There was a 15-20 minutes surgical delay. The reamer head/cutting tip was retrieved from the patient. The four prongs remained as foreign bodies inside the patient. Three of the prongs remained inside the medullary canal of the femur. The surgery was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 - codes updated to imdrf codes. Device history lot - manufacturing location: packaged, sterilized and released by: monument, release to warehouse date: 03-nov-2021, expiration date: 30-sep-2022, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 481p661 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label logs (pll) lppf rev b, lmd rev a were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21072 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m001, reaming rod/drive shaft packaged, lot number: 447p373, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ii ream rod/dr shaft seal, lot number: 194p088, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073695 rev a met all inspection acceptance criteria. Certificate of conformance supplied by rochling medical dated 07-may-2021 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Part number: 03.404m002, graft/irr/suction assembly, lot number: 481p574, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter, lot number: 448p815, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073696 rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 24-sep-2021 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Part number: 03.404m014, irrigation tubing set, lot number: 3239p926, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073691 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 07-aug-2021 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set, lot number: 307p320, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073692 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 02-jul-2021 was reviewed and determined to be conforming. Part number: 03.404m003, manifold assembly packaged, lot number: 447p420, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, ria ii manifold assembly, lot number: 470p847, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073694 rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 07-oct-2021 was reviewed and determined to be conforming. Note: raw materials certifications from rochling sub-contractors were included in the DHR. Device history review - 07-feb-2022: DHR reviewed by: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a procedure the reamer/irrigator/aspirator (ria) 2 reamer head broke into five pieces (1 head/cutting flutes, 4 connecting prongs). Reamer head snapped at the juncture of the cutting flutes and connecting prongs. This occurred as the ria 2 head crossed a distal bend placed in the 2.5mm ball tip reaming rod by the surgeon, as it is common practice in most reaming procedures. The ria 2 head/cutting tip was retrieved from the patient. The four prongs remained as foreign bodies inside the patient. Three of the prongs remained inside the medullary canal of the femur, impacted against the internal cortex as the nail was implanted. A single prong appeared to have escaped the canal through the fracture site into the soft tissue. This fragment was not retrieved during this procedure. There was surgical delay of 15-20 minutes due to the reported event. No adverse patient outcome was noted at the time. Post-op outcome of the patient is unknown outside of this procedure. This report is for one (1) ria 2 bone harvesting kit 520mm sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.